Event description:
Physician reports pt developed abscesses at injection sites after bovine collagen treatment. Physician treated symptoms with oral levaquin. Culture was taken, and results were negative.